Event description:
On (B)(6) 2015, the patient underwent treatment of a proximal type I endoleak involving a previously placed medtronic aortic endograft. It was reportedly thought the medtronic device was a 28 mm device based on measurements obtained from a CT scan, so a gore® excluder® aaa endoprosthesis aortic extender component was selected for use. During deployment of the pla360400 at the level of the renal arteries, the device moved proximally a few millimeters and was impinging on the lowest renal artery (left). It was reported the pla360400 was being implanted into a smaller 28 mm device, and a slow deployment technique was used for deployment of the pla. It was reported that the slow deployment of a larger device into a smaller one caused the pla to push out of the 28 mm device and move proximally (exact amount unknown). A 6 mm x 16 cm atrium icast stent was implanted into the left renal artery in order to maintain full patency. The stent was implanted successfully into the left renal artery, and the endoleak was resolved with the placement of the pla360400. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.